Event description:
It was reported the patient experienced a shocking or jolting sensation while the patient was welding. There was a plasma cutter by the welder. The device was reported to give him a huge shock, causing vomiting, and loss of bladder, and nausea. The device was on and had turned off by itself after the shock. The patient was then unable to turn the stimulator on. It was unknown whether a power-on-reset (por) had occurred. The patient was in the emergency room on the day of report and it was stated the patient was in pain, but it was similar to pain experienced with the device off. The patient was seen by a health care provider on (B)(6) 2012, and his battery was low, below 25%. The patient was told to recharge the device and leave it off. The patient returned two days later to his physician with a recharged battery (75%) and an impedance check found no abnormalities. Stimulation was turned back on and was functioning fine. The patient stated that stimulation felt good. It was noted that the patient did not require hospitalization, and patient had no serious injury or illness.

Event description:
Additional information received reported that there was a confirmed overdischarge of the implantable neurostimulator (ins). It was stated that this was the 1st overdischarge. It was reported that there were no patient symptoms or complication associated with this event. It was stated that the patient had a "big shock" from stimulation after welding and since then the patient has had "difficulty" recharging. It was stated that this happened "six months ago approximately". It was noted that the patient was able to recharge, but it was "harder to get it charged".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis summary for the implantable neurostimulator: model: 37714, serial: (B)(4) reduced battery capacity due to overdischarge.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient stated the stimulator had not worked since he was welding and got shocked. Then, there were problems charging and the patient had come in for overdischarge. At that time, they were able to jump the battery and get the stimulator working again. Since then, the patient had not been seen or heard that he continued to have problems. On the day of the report, the patient was called in to see if reprogramming could be done and to check the stimulator. The patient refused to have the battery checked and the hcp was planning on possibly replacing the battery. No troubleshooting was done because the patient refused to see the rep. At the time of the report, the stimulator was not working and the patient was unable to charge or use his stimulator. Later, it was reported the battery was replaced. The battery was in overdischarge again and the patient stated he had not charged it for over 6 months. This was noted to be the patient&#38112;second overdischarge. It was noted the battery was replaced because it never worked right from when he welded, right after he was initially implanted.